Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) was over 600 mg/dl with trace ketones. Reportedly, the pump supplies were changed to address bg and the customer consumed water. Insulin delivery was resumed.